Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Revision surgery has been scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3. Advanced bionics considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history record was performed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. Visual inspection also revealed a dented bottom cover. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed an electrical tests performed. The failure of this device is attributed to excessive moisture through a gross leak at seam weld. This ultimately caused the device to cease functioning, which is consistent with the trauma reported. A corrective action was implemented. This version of the hires 90k device is longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.